Manufacturer narrative:
Hs insulin gauge/fill estimate was verified. The failure investigation has been completed. Based on the analysis, the alleged damaged canister issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the cartridge was cracked. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer performed a cartridge change to resolve the issue.